Manufacturer narrative:
Evaluation summary: photo received from the account captured the inflated reliant balloon. The reported pinhole could not be confirmed from the photo. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant stent graft balloon was used during the endovascular treatment of ruptured occluded aaa. It was reported during the index procedure when the reliant balloon was inflated for an occlusion the patient's condition suddenly deteriorated with symptoms of shock observed. When the balloon was checked, a small hole was found and liquid was leaking. It was noted prior to use during the flushing no hole was observed. As inflation of the balloon was unable to be maintained it was replaced with a non mdt product. Post the index procedure compartment syndrome was diagnosed and a laparotomy was performed. Per the physician the cause of the hole was due to patient vessel morphology and hardened vessel which may have caused the hole. The cause of the compartment syndrome comment was attributed to the length of time from the aaa rupture to treatment where it is suspected that blood accumulated. No additional clinical sequelae were reported and the patient will be monitored.